Event description:
Customer reportedly noted the vaporizer's interlock system was not working properly. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Inspection of the unit revealed the circlip on the interlock plunger pivot pin had fallen off. Exact cause of the reported occurrence could not be determined. This is the second MDR involving a tec 5 vaporizer wherein the cause was due to the circlip falling off out of an installed base of over 100,000 units. The user is to ensure that only one vaporizer at a time can be turned on, as stated in the tec 5 vaporizer operation and maintenance manual.